Manufacturer narrative:
Device evaluation completed on april 20, 2021: visual analysis of the returned sample revealed that no damage or anomalies were observed on the saline textured, 425cc breast implant. Leak testing was performed, according to the mentor procedure, and it revealed a tear within an area of siltex cracking on the posterior view, measuring approximately 0.1 cm. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with an unknown mentor textured saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis discovered during the surgery on (B)(6) 2021. During the same day patient underwent bilateral replacements as follow: left: cat #: 3502425 sn #: (B)(4) right: cat #: 3502425, sn #: (B)(4).